Manufacturer narrative:
The customer's meter was requested for investigation and replacement product was sent to the customer. There were no remaining test strips available for return. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.1 inr, qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek vantus meter serial number (B)(4). At 1:26 p.m., a sample from the patient was tested using the meter, resulting in a value of 1.9 inr. At 1:43 p.m., a sample from the patient was tested using the meter, resulting in a value of 1.7 inr. At 2:08 p.m., a sample from the patient was tested using the meter, resulting in a value of 2.2 inr. At 2:17 p.m., a sample from the patient was tested using the meter, resulting in a value of 1.6 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing interval is bi-weekly.